Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s doctor reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 547 mg/dl and goes low and having seizures. Customer states they were trying to change some rates. Customer's doctor declined to troubleshooting and just wanted to help the customer to change some basal rates. The devices will not be returned for analysis.